Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. The field service representative (fsr) replaced the ultrasonic air sensor (uas). The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the uas to operate as intended throughout the evaluation with no error messages displayed. The user facility's lemo cable was not returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).